Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted/explanted. Device has not been returned for investigation, no conclusion can be drawn. A review of the device history record has been requested.

Event description:
The tip of a matrix long t-handle broke off while the surgeon was tightening/untightening a locking cap. The tip of the device was not removed from the patient.